Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received. Patient alleges malfunctioning, failure, mechanical loosening of the internal prosthetic joint, squeaking sounds, hip pain , clicking, imbalance, difficulty walking. It band corrosion and found a polyethylene failure due to a fracture of the locking mechanism. Eccentric superior position of the femoral head relative to the acetabulum is consistent with polyethylene wear. Calcified uterine fibroid. Consistent with posterior impingement trunnion intact with a few minor scratches. Was found to have a dissociated acetabular liner. Femoral component showed significant stripe wear. Black film to the anterior aspect, posterior capsule and some of the abductor musculature. Doi: (B)(6), 2021. Dor: (B)(6), 2023. Right hip. On (B)(6)2021 the patient had a right total hip arthroplasty to address osteoarthritis. Depuy products were implanted during this surgery. (B)(6)2023 radiographs note the patient was status post right total hip arthroplasty with the indications for right hip joint pain. Eccentric superior position of the femoral head relative to the acetabulum is consistent with polyethylene wear. (B)(6)2023, medical records note the patient has catastrophic failure of right tha polyethylene. It was noted that the original tha was completed in (B)(6) 2021. The patient was noted to have right hip pain and squeaking, along with mild decrease in range of motion. On (B)(6)2023 patient had a revision right total hip arthroplasty to address mechanical loosening of internal prosthetic joint. Depuy components were implanted during this procedure. The surgeon reported finding dark-colored fluid collection below it band consistent with corrosion. Obvious polyethylene failure with fracture of locking mechanism, appears to be due to posterior impingement of the femoral component. Femoral neck had small impression, only 5% thickness of the neck, consistent with posterior impingement. Trunnion intact with a few minor scratches. 3+. Indications for surgery included vague pain, patient had a fall and then noticed squeaking. A dissociated acetabular liner was found. During the procedure, the surgeon noted there was a black film to the anterior aspect of the posterior capsule. The femoral head showed significant stripe wear. The acetabular liner was fractured with the posterior rim loose and floated in the posterior capsule. The femoral component was evaluated and found to be well fixed. There was a small area of pitting torossian along the posterior neck likely from the posterior impingement into the rim of the acetabular component metal exposed. The acetabular cup was slightly over anterverted, therefor revised (B)(6)2023 medical records note the patient had a fall onto the left hip 5 weeks s/p revision of right hip (no new pc required, no allegations of patient harm or failure)

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description:- pinn sector w/gription 50mm. Product code:- 121732050. Lot no:- 9647900. Quantity of manufactured:- 10. Date of manufacturing:- 10-dec-2020. Expiry date:- 30-nov-2030. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description:- pinn sector w/gription 50mm, product code:- 121732050, lot no:- 9647900, quantity of manufactured:- 10, date of manufacturing:- 10-dec-2020, expiry date:- 30-nov-2030. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities related to the malfunction were identified.